Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted that the measurements had steadily risen over the last month. Boston scientific technical services discussed testing the system. The device and lead remain in service. No adverse patient effects were reported.